Event description:
Description: during an investigation for a tpn compounding error, a potential contributing cause was that the 2 labels generated from the baxter exactamix /abacus software do not list ingredients in the same order and the naming of the ingredients are not consistent. The label that gets affixed to the tpn bag is designed to match the prescriber's tpn order (e.g., 1st ingredient is dextrose, 2nd is amino acids; salts are listed by their full name - "sodium chloride"). The second label lists the "solution formula". The ingredients on the 2nd label do not match the order of the tpn bag label. Also, salts are listed by the chemical name (e.g., "na chloride"). This makes cross referencing the 2 labels during the checking process difficult. We contacted baxter to see if the order of the ingredients on the "solution formula" label could be changed to match the tpn label. They said this is not something that can easily be changed and it could be a major change that would cost us a lot of money. They also said that the name of the ingredients ("na chloride") cannot be changed. Baxter should not make it costly / difficult to change the order of ingredients to match the tpn label. No one orders tpn ingredients in the manner they currently have been listed (na chloride 1st, dextrose and amino acids are in the middle of the list). They should also use normal naming conventions for ordering salts (sodium chloride, potassium chloride - not na chloride and k chloride). (B)(4).